Event description:
It was reported that the keypad on a pump is inoperable. The customer stated that the #0 and #1 keys turn the pump on and off.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. No keypad output response anomalies were apparent. All keys performed as expected and no keys resulted in an incorrect response or double entry. The evaluation found that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting.